Manufacturer narrative:
(B)(4). Information was not provided by the contact. (B)(4). The analysis found that one ec60a device was returned in good visual condition and with no cartridge reload present. In addition the knife was noted to be partially advanced into the lockout region, thus the device would not open. The knife was returned to its home position with a return stroke and the device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as no damaged jaw was noted during visual and functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that prior to an unknown procedure, the cartridge deck was bent. The bent cartridge half of the device was noticed when the device was opened out of the sterile packaging. The device was not used on the patient. Another like device was used to complete the procedure. There were no adverse consequences for the patient.